Event description:
It was reported that the patient experienced numbness intermittently in both of her legs and pain in her back. Her lead was coiled up and was visible underneath the skin. Further information is being requested from the hcp.